Event description:
Provider attempted to insert an arterial catheter in the left radial artery for blood pressure monitor. The tip of the catheter (approx. 3.5 cms.) Broke off when the provider attempted to advance the catheter. The tip was not palpable, but x-ray showed it present near the wrist. The patient was taken to the operating room and the catheter tip was removed without complication. Note that the device was not saved; multiple lot numbers were available on the unit. As I cannot enter on the next screen, they follow: 14f15a0080 - exp. (B)(6) 2020 14f15g0168 exp. (B)(6) 2020, 14f15g0374 exp. (B)(6) 2020, 14fg0844 exp. (B)(6) 2020, 14fh0165 exp. (B)(6) 2020 14f15g0168. X-ray of the left wrist showed a "3.5 cm retained catheter fragment as the radial/volar soft tissues (sic) just proximal to the wrist". Patient was admitted for altered mental status.